Manufacturer narrative:
Covidien reference number:(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Covidien reference number:(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. To address the condition, the graphic user interface printed circuit board assembly was replaced. The hardware on the backlight inverter printed circuit boards were updated. The ventilator passed performance verification tests.

Event description:
The customer reported that the 840 ventilator became inoperable and the display went blank. Although requested, patient involvement information was not provided by the customer.